Event description:
It was reported that this right atrial (ra) lead is exhibiting noise and oversensing, as well as intermittent high out of range pace impedance measurements greater than 3000 ohms. The patient was subsequently brought into the clinic. During the clinic visit, it was also noted that the atrial threshold measurements have increased from 0.6 volts at 0.4 milliseconds approximately one month ago to 2.8 volts at 0.8 milliseconds. Isometric testing was performed, and noise was able to be reproduced. A ra lead fracture is suspected. The respiratory rate trend (rrt) sensor was programmed off and the atrial pacing output was increased. The following physician indicated they do not want to perform surgical intervention in order to avoid infection. It was also noted that the patient gets extremely anxious and nervous about surgery. The boston scientific representative and clinic nurse discussed possible device programming options with boston scientific technical services. The nurse will clarify with the physician if they want to perform any additional device programming changes. The patient indicated they have no symptoms and have not had any adverse effects. The lead remains in-service.